Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. The irritation was described as itchy blisters. It was reported the skin appeared to be infected and there was a greenish substance due to a possible allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin to the area. The medical outcome is unknown.